Event description:
Reporter stated that user at facility reported that unit had permitted a free flow of sterile water to occur on station 3. This occurred during the compounding of the first bag after the installation of a new transfer set. When asked by reporter, the user said he did not prestretch tubing and that he never turns the rotors. The reporter stressed to the user the need to rotate the rotors. No pt involvement reported. The unit will be returned for evaluation.

Manufacturer narrative:
The unit was recieved dirty and was tested as received. It passed all accuracy tests, however failed the alarm check. The complaint could not be confirmed. The unit was sent to repair. The technician reattached a loose magnet resolving the alarm check failure. The unit has passed qa final inspection.